Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary an investigation was completed for this complaint by the assigned manufacturing site investigation team. The complaint summary of this investigation required rework. A corrective actions/preventive actions (CAPA) was raised, and an updated/corrected investigation summary has been completed in accordance with assigned CAPA. A supplemental MDR is being submitted to document the completion of investigation rework and final investigation; the complaint record will proceed to closure. Batch record review: lot 9d04403 was manufactured on 04/30/2019 in the line convex 2 pc (ost), with a total of (B)(4) ea. Compliance engineer ID (B)(4) performed a batch record review on 11/20/2020, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material 1156501 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Conclusion summary of the related event: material, method/process, manpower and measurement sections were reviewed, and it is considered none of them interfered on the incidence of the root cause, also, these sections and possible opportunities were previously covered. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributor factors to this failure mode were the following: a) condition of the yamaha arm . B) condition of vision system cameras . C) variance in the materials, cause variation in the placement. This is causing the overall variation 0.6. This accumulation of variation causes the complaint in section 1. To maintain acceptable levels of variation the maintenance for the arm will be improved. And base on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be block and manufactured on the improve convex 2 pc in building 8a. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 14 of 29. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user visually inspected the wafers and found that 29 wafers from 3 market units had the starter moldable hole off centered prior to use. The products were not used. No photo is available at this time.